Event description:
Following an interventional procedure, an angio-seal device was placed without difficulty in the right groin. An angiogram was performed and hemostasis was achieved. Approx one week later the pt presented with fever and chills and appeared to have an infected groin. The pt had applied topical spray and powder to the area. The site culture revealed staphylococcus aureus and the pt was started on unk dosages of cefazolin and gentamycin. An incision and drainage with device removal was performed by dr revealing areas of induration of the tissue and puncture tract. The artery was free of induration. On 07/29/99 the pt was reported to be in satisfactory condition.